Manufacturer narrative:
(B)(4). Date of initial report: 12/22/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an inguinal hernia procedure the blue activation button on the pencil became stuck. There was no patient harm.